Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify motor error alarm due to missing segment/partial display. Motor passed motor test. (B)(4).

Event description:
It was reported by the customer that their insulin pump received a motor error 3 times. The customer's blood glucose level was 216 mg/dl at the time of the incident. Customer reported the drive support cap appeared normal. The customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.